Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1: initial reporter phone #: (B)(6), e1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, four (4) shelf cartons of needles exhibited mold on them. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. The customer photos depict several shelf cartons with dark foreign matter on the lids and sides. However, the specific type of foreign matter cannot be determined based on the photos. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, four (4) shelf cartons of needles exhibited mold on them. No adverse impact was reported regarding the patient or user.